Event description:
Valiant captivia devices were implanted during an unknown endovascular procedure. It was reported about 7 weeks later follow up CT a type ia endoleak was identified on device vamf3030c200 ((B)(4)). 8 days later 2 valiant captivia stent grafts were implanted with no issue to repair the type ia endoleak. The physician wanted to do a laser fenestration of the left subclavian artery. The graft was placed at the level of the left carotid artery and ballooned with a reliant to the appropriate diameter. The physician had a difficult time with laser fenestration of the lsa with multiple attempts made but it was uncertain if the physician was inside of the valiant graft. Anesthesia stated that the patient's condition was not doing well. The physician decided to do an angiogram where no type a dissection (ascending) and no extravasation in the thoracic aorta was seen. Ivus was looked at with no evidence of rupture or dissection. CPR was initiated for a period of time. Anesthesia did a tee and saw a pericardial effusion and blood in the chest. The physician put in a chest tube and chest compression continued to no avail. A reliant balloon was inflated to tamponade the aorta in the arch to see if possibly it could be a rupture. It was determined if the balloon was over any "hole in the graft from the laser or a rupture" this would tamponade it and if it didn't, it meant that it was a heart issue and not a graft or implant issue. Inflating the balloon did not help the patient and the physicians suspected that possibly when ballooning the afterload on the heart could have caused the ventricle to tear causing the pericardium to bleed, and with the pressure, creating it to "rupture", hence the chest filling with blood, it is also suspected that the wire could have damaged the heart at some time in the process if it went through the aortic valve. No medical examination will be completed for this patient. It was noted that the grafts remains intact. As per the physician the cause of the event was due to anatomy. No additional clinical sequalae was provided and the patient expired.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: vamf3232c100tu, serial/lot #: (B)(4), ubd: 17-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.